Event description:
The device misfired the implant. The implant was coiled and stuck at the end of the device. A new device with new implant was used successfully without any adverse effects to the patient.